Manufacturer narrative:
Event date: approximated based on event description, as erosion was identified approximately six months prior replacement surgery.

Event description:
It was reported that the patient with this inflatable spectra penile prosthesis (spp) experienced erosion in right corpora cavernosa. After approximately six months prior the erosion diagnosis, a surgical procedure was performed, wherein the spp was removed and replaced with a tactra malleable penile prosthesis. It was later reported that vascular disease may have contributed to the erosion. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable spectra penile prosthesis (spp) experienced erosion in the right corpora cavernosa. A surgical procedure was performed, wherein the spp was removed. Approximately six months later, a tactra malleable penile prosthesis was implanted. Additional information was received indicating that vascular disease may have contributed to the erosion. There were no additional patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as erosion was identified approximately six months prior replacement surgery. This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observation of erosion could not be confirmed.